Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced dizziness while driving, palpitations, sweatiness and heard beep tones. The health care professional (hcp) recommended going to the emergency room (ER) however the patient declined. It was noted that the right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, eventually going out of range. Additionally, this patient had intermittent heart block prior to programming, having felt pre syncopal during an event. Technical services (ts) discussed programming options. Of note, a previous defibrillation threshold (dft) test had been performed in which a drop in shock impedance measurements was observed afterwards and then a gradual rise continued. Ts recommended rv lead replacement. This ICD remains in service at this time. No additional adverse patient effects were reported.